Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, episodes of far-field r-wave oversensing (ffrwos) which resulted in inappropriate automatic mode switch (ams) and post-paced t-wave oversensing (pptwo) were observed on the device. Additionally, pacemaker mediated tachycardia (pmt) was experienced. Technical support was contacted and recommended reprogramming to resolve the event, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.